Event description:
A customer reported that they have had four cannulas coming loose from the trocar during surgery. The procedures were able to be completed. No pt identifiers were provided. There was no reported pt harm. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this one of six complaints reported for this issue. This is one of the complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specs. The root cause is unk; the customer complaint could not be verified as a sample was not received, however, the customer event is believed to be related to design spec. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).